Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device history log was cleared by the customer before arriving at zoll for evaluation. The clinical data was also not available for evaluation and the associated accessories were not returned as part of this investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device intermittently switched modes with no user interaction. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.